Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip (B)(4) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and the attempted intervention. It was reported that this was a mitraclip implantation procedure performed on (B)(6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 3. The posterior leaflet was restricted and thin. The first clip delivery system (cds) (B)(4) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 2. A second clip delivery system (cds) (B)(4) was implanted; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip delivery system (cds) (B)(4) was advanced to the mitral valve; however, the clip was unable to grasp the posterior leaflet due to the anatomy, so it was removed without issue. The procedure was discontinued. There was no mr reduction. Mr remained at grade of 3. The patient remained stable. No additional treatment was planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology. The reported patient effect of unchanged mitral regurgitation (mr) was likely a result of the slda. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a third clip delivery system was used and attempted to be implanted in efforts to reduce the mr. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.